Event description:
It was reported the patient received the following results within 15 minutes: 415 mg/dl, 218 mg/dl, 213 mg/dl and 191 mg/dl. The patient did not report any advese event, but stated she was sweating at the time of the measurements.